Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant in the left bundle branch placement due to lead damage and dislodgement. In addition, during the procedure the cylindrical metal piece broke off and landed inside the catheter. The entire rv lead was removed, not implanted, replaced with the same model and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection found bent helix. Electrical continuity testing and stylet insertion test passed without issues or anomalies.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant in the left bundle branch placement due to lead damage and dislodgement. In addition, during the procedure the cylindrical metal piece broke off and landed inside the catheter. The entire rv lead was removed, not implanted, replaced with the same model and returned for analysis. No adverse patient effects were reported.